Manufacturer narrative:
(B) (4).

Event description:
The pt had an x-ray and a CT scan and he felt a shock from his device. After the device was turned off, he experienced a pulsing sensation in his back. Further info is being requested from the hcp.